Event description:
Profound and permanent neurological injuries impacting both hands and feet [nervous system disorder]. Severe and permanent physical injuries [injury]. Left confined to a wheelchair except with close assistance [mobility decreased]. Other hematological injuries [blood disorder]. Zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that a (B)(6) female client used fixodent denture adhesive, version unk cream for her dentures and reported the following: profound and permanent neurological injuries impacting both hands and feet, severe and permanent physical injuries, left unable to perform normal customary and daily activities, left confined to a wheelchair except with close assistance, other hematological injuries, zinc poisoning, and copper deficiency. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: concurrent condition - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefor unable to proceed with batch retain testing or product investigation.